Event description:
It was reported that during administration of tpn, the leakage inside of the dressing near the puncture site was found in the morning on (B)(6) 2019 and PICC was removed on the following day ((B)(6) 2019). PICC was placed via the left basilic vein of upper arm for administration of tpn and antibiotics on (B)(6) 2019. There was no reported patient injury.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is unconfirmed as the reported issue could not be reproduced. One 4 fr single lumen groshong nxt clearvue catheter was returned for evaluation. An initial visual observation showed the catheter and connector were assembled. Use residue was observed throughout the returned sample. The sample was flushed and pressurized with a 12 ml syringe of water and was found to be patent to infusion and aspiration; however, no leaks were observed. A microscopic observation revealed no damage on the catheter or valve. While no damage was observed on the returned sample, it should be noted that fibrous encapsulation of the catheter (fibrin sheath) could cause redirection of flow during infusion and give the appearance of leakage at the insertion site; however, no evidence of this was observed on the returned sample.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recv1011 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during administration of tpn, the leakage inside of the dressing near the puncture site was found in the morning on (B)(6) 2019 and PICC was removed on the following day ((B)(6) 2019). PICC was placed via the left basilic vein of upper arm for administration of tpn and antibiotics on (B)(6) 2019. There was no reported patient injury.